Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert and an incomplete temp rate alert. Additionally, it was reported that the fill estimate reading was inaccurate. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.